Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: failure to achieve hemostasis. Time of malfunction: during vessel closure. Symptoms/ae: superficial skin infection. It was reported that a physician trained in the use of the starclose device, completed two procedures within a close period of time, a diagnostic procedure and an interventional procedure (date unk). After one of these procedures, the starclose device failed to achieve hemostasis. The clip is in an unk location, possibly in the tissue tract. Hemostasis was achieved using manual compression. There were no other reported adverse pt effects. Though requested, no add'l info was provided.